Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) hc347, (heal collar 3.5x4.5, 7mm) for evaluation. Visual evaluation and a functional test was performed, there was signs of use, the abutments threads were discolored. However, the abutment seated in an in-house implant without any issues. Device history record (DHR) review was completed for the subject lot number: 2021120054. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2021120054 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: fit: does not seat. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The healing collar seated with an in-house implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the abutments are malfunctioning as they does not seat properly. The affected dental positions are unknown. The patient did not suffer any negative impact on their health. The doctor reported the procedure not completed with other abutments.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. D10. Concomitant medical products hc347, heal collar 3.5x4.5, 7mm lot 2021120615 x2 and hc345, heal collar 3.5x4.5, 5mm lot 2022050926 x2 . H4: device manufacturer date unknown / not provided.